Event description:
Add'l info rec'd from MFR 9/24/04: background info: this customer did not directly report this issue to the manufacturer, alaris medical systems, inc. MFR became aware of the reported event via internet listserv discussion. The customer was contacted for add'l info and to offer assistance in device service or evaluation if needed. Info about the device's recommended cleaning procedure was provided to the customer, including info from the directions for use manual for the device. The expected frequency of this part failing as a result of cleaning procedures is zero as long as the directions for use for cleaning are followed. Alaris medical systems, inc. Has reports from 2 customers with broken door sears related to damage from the use of improper cleaning solutions. Both reports originated from the same listserv discussion, both customers were contacted by alaris, no further info was obtained from either customer. Based on a review of complaint history there have been no further reports from customers to alaris of door sear breakage from unapproved cleaning agents for any model of the gemini pump.

Event description:
To provide inherent free-flow protection, these infusion pumps employ a plastic "sear" to close a set-based slide clamp when the door is opened to access or remove the IV tubing set. In 2003 facility was experiencing significant failure of the plastic "sear" at the facility. With the help of alaris medical systems, facility determined that the premature failure was caused by the use of an improper cleaning procedure and an unapproved cleaning agent when cleaning the IV pumps. The cleaning agent virex was softening and weakening the plastic "sear". In 2003 medical and surgical nursing staff, housekeeping, and central sterile staff were trained on proper IV pump cleaning procedure and use of approved cleaning agents. Staff also trained to watch for and remove from service any broken IV pumps. In january, 2004 facility attached tags to the IV pumps with the MFR's cleaning instructions. Thirteen "sear" failures were found between 04/03 and 10/03, six during biomed inspections. Since staff training in october 2003, four IV pumps have experienced failure of the free-flow protection "sear", only one since 02/04. All recent failures were found and reported by staff.